Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture (of a saline device)". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "rupture (of a saline device)". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Correction to aware date of initial medwatch 9617229-2025-16514-00. Aware date should have been listed as 19/aug/2025.

Event description:
Healthcare professional reported "rupture (of a saline device)". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Clarification: implant date does not align with manufacturing date.

Event description:
Healthcare professional reported "rupture (of a saline device)". This record is for the right side. The device was explanted and replaced.